Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2024 - 01079. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to numerous dislocations. On inspecting the prosthesis, it was found that the metal cpt head was not inside the g7 dual mobility bearing. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.